Event description:
Information received indicated the bed's ground impedance is out of specifications.

Manufacturer narrative:
The hill-rom technician found a loose ground pin. He replaced the ac plug and the bed functioned to specifications.